Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, information was received from a foreign healthcare professional (hcp) via regarding a patient who was receiving intrathecal baclofen (unknown concentration) at an unknown initial daily dose via an implantable pump for spastic tetra paresis. On (B)(6) 2012, the patient's dose of baclofen was increased to 100 mg/day. On (B)(6) 2012, the patient developed urinary retention leading to hospitalization into the department of pediatrics. The reaction was treated with placement of a vesicle catheter. On (B)(6) 2012, the treatment with baclofen was stopped. It was not reported whether the therapy was then restarted. The outcome of the event was not reported. The causality of the event was reported as suspected.